Event description:
The crown of the diamondback coronary orbital atherectomy device (oad) became stuck in the lesion. The crown embolized following three to four treatment passes.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Additional information has been requested from the distributor, but the information has not yet been received. Csi ID: (B)(4).

Manufacturer narrative:
Device analysis conclusion: the oad was returned with the fractured distal driveshaft engaged on the guidewire. The fractured driveshaft sections were sent for scanning electron microscopy (sem) analysis. Driveshaft flexing at the weld location can initiate a fatigue failure, and sem analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The crown of the diamondback coronary orbital atherectomy device (oad) became stuck in the lesion. The crown embolized following during the third treatment pass from distal to proximal. The fragment was removed, and the patient was stable.